Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. After intravascular ultrasound (ivus) was performed, a 3.00 x 38 mm synergy¿ drug-eluting stent was advanced, but was unable to cross the lesion. The device was completely removed from the patient's body; however, the stent struts were found to be lifted. A micro-catheter was then used to support for placement of 3.00 x 38 synergy¿ drug-eluting stent which completed the procedure. There were no patient complications reported and the patient's status was stable.